Event description:
As reported by end user hospital in (B)(6), during prep for a case utilizing a navilyst medical angiographic convenience kit, "there were excessive micro bubbles when (the blood pressure transducer manifold) was flushed." "Concerned that air is getting in the system and could cause change in pressure readings or emboli in the pt." The physician went to use another manifold, and the same thing occurred, but the physician "was able to tap out enough bubbles to satisfy her," and the procedure was completed. The pt condition was unaffected by this event. No samples are being returned, as they were disposed of at the hospital.

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The (B)(6) 2013 navilyst medical complaint report was reviewed for the product family of perceptor manifolds and the failure mode of "air bubbles." No adverse trends were identified. Without receiving a sample for evaluation, the reported failure mode is unable to be confirmed and a root cause unable to be identified. Potential root causes for the air observed in the system during prep. Include unsecured connections by the end user or inadequate debubbling of the system. Both of these issues are cautioned against in the directions for use provided with the product. Manufacturing process controls for the perceptor manifold include female taper verification and thread measurement, visual inspection for cracks, damage or molding defects on the manifold bodies, and aql end-of-lot leak testing. ((B)(4)).